Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Weld broke at the rear of the side frame, where the hinge of the arm pivots backwards.